Manufacturer narrative:
B5: the reporter indicated that a 12.6mm, vticmo12.6, -4.0/0.5/164 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was repositioned due to low vault with rotation, but it did not resolve the problem. On (B)(6) 2020 the lens was exchanged for a spherical lens of longer length and the problem resolved. Cause of event was reported to be unknown. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -4.0/0.5/164 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was repositioned due to low vault with rotation, it was reported that the problem resolved. On (B)(6) 2020 the lens was exchanged for a longer length spherical lens. This exchange resolved the problem. Cause was reporter to be unknown.